Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and treated for hypoglycemia. The patients reported blood glucose level was 213 mg/dl after eating. Symptoms reported include dizziness, sweats, shakes and loss of balance, dehydration and nausea. Once at the hospital the patient was treated with sugar water injections and the patient administered a bolus of 10 units of insulin. After treatment the patient was told to remove the pod. After being released from the hospital the patient reports the hospital had them administer too much insulin. The patients reported blood glucose level had dropped below 70 mg/dl. The patient called for an ambulance. Upon arrival the paramedics treated the patient with intravenous dextrose as well as 2 shots of glucagon. The paramedics were with the patient for 45 minutes.